Event description:
Information received indicates when the brake is set the caster wheel will lock and not roll but it will rotate.

Manufacturer narrative:
The technician found a bad caster and worn brake/steer linkage. The technician replaced the casters and installed a brake/steer linkage upgrade to repair the bed.